Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit shut down. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit shut down. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The customer had initially requested service; however, it was later reported that the customer had cancelled this service request and did not provide any further information. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit shut down. It is unknown if there was any patient harm/injury; however there was no adverse event reported.